Event description:
The pt was not a surgical candidate. During closure of the groin incisions, and after administration of a small dose of protamine to reverse the effects of heparin, the bp began dropping. Physicians massaged the heart and did an exploratory abdominal cut to search for bleeding. There was no sign of bleeding and the resuscitation efforts failed. Physician commented that the graft deployed without issues and that it was implanted correctly. Autopsy confirmed mi as the cause of death.